Manufacturer narrative:
(B)(4); dexcom reviewed the receiver data on (B)(6) 2014. There were indications of gaps in transmission.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and an out of range signal on (B)(6) 2014. Patient reported feeling low and treated self with food. Paramedics offered to treat with glucose but she declined. No further medical intervention was necessary.at the time of contact with dexcom technical support, patient reported was feeling fine.